Event description:
Additional information: the pump contained hydromorphone 360 mcg/ml and bupivacaine 30 mg/ml; the dose was 120 mcg/day. The patient experienced a return of pain. Regarding the revision procedure, the catheter issue was noted at the spinal segment; a new spinal segment was added to the existing catheter. The hcp was unable to retrieve the existing spinal section of catheter because it was still intrathecal. Following the revision, the patient was doing well and his pain was under control.

Event description:
It was reported that the catheter was fractured. A portion of the catheter pulled out of the intrathecal space and was completely fractured. This was confirmed and a revision was done on (B)(6) 2012. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown, programmer model# 8835, serial# (B)(4).

Event description:
Additional information received reported that the patient had scoliosis and the ¿catheter was cut by unknown process.¿ it was confirmed that the catheter tip remained in the intrathecal space of the patient because the doctor could not retrieve it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), partially explanted: (B)(6) 2012, product type catheter. (B)(4). Final analysis of the pump found a break in the catheter/catheter body. In a cross sectional view, the inner lumen was not oval shaped as is typically seen with other broken catheters.